Event description:
It was reported that a loud grinding noise when pumping. Syringe plunger sensors are sticking.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals and had the top case cracked at the front corner, the right plunger case was cracked. The customer stated problem was duplicated. Replaced motor assembly. The left plunger case was replaced with the cracked right plunger case and all plastic parts of the plunger head. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation does not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair record., corrected data: b5; d4: model number: 4000; d5: operator of the device: unknown; e4: customer reported to FDA: no information; h6: event problem patient code: 4582.

Event description:
No patient injury was reported.